Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pains. The implantable pulse generator (ipg) displayed a malfunction on electrocardiogram. The right ventricular (rv) lead exhibited high thresholds. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.